Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv2638 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was cut when it was pulled back during the placement procedure, and a portion of it remained in the patient¿s arm. They were able to retrieve the remainder of the guidewire. Ultrasound confirmed that they removed the entire guidewire.